Event description:
We have had another issue with sick infant that required a PICC line. The stylet is getting stuck when trying to withdraw it. (Bushra masoom on (B)(6) 2022) when the stylet is retracted after PICC placement, we¿ve had instances of the stylet kinking the catheter and causing ¿accordion¿ of the catheter around the stylet (this is occurring despite generous priming volume of the catheter and in/out manipulation of the stylet prior to (insertion). (Clarification from sarah east butler on (B)(6) 2022) cracking and leaking of the hub. When the stylet is retracted after PICC placement, we¿ve had instances of the stylet kinking the catheter and causing ¿accordion¿ of the catheter around the stylet (this is occurring despite generous priming volume of the catheter and in/out manipulation of the stylet prior to insertion).

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.